Manufacturer narrative:
Additional narrative: (B)(4). This device was returned for service and met manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was not duplicated and confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(4) that the air pen drive device functioned without stopping. It was not reported if the event occurred during surgery. It was not reported if there was a delay to a surgical procedure or if a spare device was available for use. There was no report of patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.